Event description:
During preparation of the device for cardiopulmonary bypass, the centrifugal pump stopped rotating. The power to the pump was cycled off and on. Pump function was then restored. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.